Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. A review of the provided image was performed, and the image of the instrument is consistent with the alleged issue of broken cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon could not control the jaws of the monopolar curved scissors (mcs) instrument and noticed that the wire was broken exposed. The movement of the instrument was static. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.